Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed since the device was not available for evaluation. The exact root cause cannot be determined. The likely root cause is subcutaneous deployment. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Implanted date: device was not implanted explanted date: device was not explanted initial reporter occupation - lead charge. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the patient had a 100% occluded left iliac artery with a 5fr sheath inserted for access. Physician was not able to do the procedure from the groin and had to go brachial. After completing the procedure, the physician asked for a 6fr angio-seal vip for closure. The scrub tech had a difficult time locating the artery due to limited blood flow circulating down the iliac. The closure device was deployed in the tissue space and did not achieve hemostasis. Physician was able to treat the patient from the brachial and was successful. Blood loss was less than 250cc's. There was no patient injury and/or require medical or surgical intervention. There was no direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. Additional information 21september 2021: the procedure performed was a peripheral intervention to treat right at. The plan was to go left femoral access contralateral to treat right at but was discovered her left iliac was occluded. Physician used ultrasound for access and a 5fr. Sheath was inserted. Patient artery appeared to be very superficial. A co2 angiogram was performed and thus discovering the occluded iliac artery. With the co2 angiogram it was difficult to see exactly where collaterals were filling above or below the stick. The tech had a difficult time locating the artery through the arteriotomy locator due to lack of blood circulation. The tech could feel the sheath transition into the artery but received very little to no pulsatile bleed back. Deployment went smoothly and appeared to maintain hemostasis with some collagen left above the skin line. Multiple attempts were made to push the collagen under the skin. They believed the device was deployed above the artery and manual pressure was used to achieve hemostasis. The charge decided to cut the collagen, but not with objection from myself declaring the risks of cutting the anchor free. Patient remains in stable condition. Manual pressure was used to achieve hemostasis. No complaints from the patient after following up. The device did deploy properly, but in the tissue track instead of the artery.